Event description:
It was reported that during a lap. Nissen procedure, the tissue pad fell on the back table. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
Date sent: 6/2/2009. Evaluation summary. The device was returned with the tissue pad missing. As the tissue pad was not returned, further evaluation could not be performed. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected during this inspection and testing. The batch history records were reviewed with no anomalies noted during the manufacturing process.